Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na h6 health effect - clinical code e2402: patient dissatisfaction with implants. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unspecified breast surgery with mentor smooth round moderate profile, 125cc on the a side, and 175cc on the b side, silicone breast implants experienced dissatisfaction with implants postoperative. The health care professional reported that on the day of surgery with the patient asleep on the table, they realize that j&j customer care made an error and only ordered 1 implant of each size - not 2 implants. Since they were saline implants and the patient on the table decided to proceed with the surgery and adjust the saline levels to make them look as even as possible. After the surgery, the patient notified the md right away about the issue, told the patient what had happened, she said right away should feel one breast was firmer than the other and wanted to wait until 3-month post op to see the results. It has now been 3 months, and the patient is extremely upset and unhappy., and wants to explant the implants. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the b side.